Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-jul-2019 with the following findings: evaluation revealed a cracked battery compartment and a stripped battery cap. Evaluation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6). Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed the pump had a cracked battery compartment and a stripped battery cap. Evaluation revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 22-jul-2019.